Event description:
It was reported that a pt with cardiogenic shock was in the cath lab having an intra-aortic balloon (iab) inserted. The femoral artery was accessed via the super arrow-flex (saf) sheath and spring wire guide (swg). The iab was being inserted via the saf sheath when it became stuck. The physician removed the catheter. The sheath and swg remained in place and the femoral insertion site was maintained. The physician opened another kit for a second attempt. There was no pt death, injuries or complications. There was a delay of a few minutes noted, with the pt outcome listed as okay. Reference MDR #1219856-2010-00893 for the second event and MDR # 1219856-2010-00894 for the third event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.